Manufacturer narrative:
Investigation findings: the qfi report was reviewed to obtain the sales and similar complaint information. Deroyal has sold (B)(4) cases of the finished good from 2013 to 2015. There have been no previous reports of this nature prior to the customer filing two complaints. Raw material (B)(4) lot number 1195857 was utilized within the finished good and lot number reported. The device in use during the reported incident was not returned. However, representative samples were received from the reporting customer and consisted of four each. The product was tested and was found to be acceptable and functioning as intended. A scar was issued to (B)(4), the raw material supplier, with a due date of (B)(6) 2015. As of the date of this report, the scar has not been returned. The investigation is incomplete at this time. This report will be updated when new information becomes available.

Event description:
(B)(6) just started using the skin staple removers and has concerns about employees getting stuck with the extracted staples. The staple extractor in a few incidents has gotten stuck before the staple is extracted. The incision itself was pulling open as the clinician tried to free the stapler extractor from under the staple.